Event description:
It was reported that the power was switching from one power port to the other one before the battery had reached 25% charge capacity. There was also a sudden change in charge capacity on a battery, from 4 lights to 1 light. There was no effect on the patient. The site indicated that the batteries will be returned to the manufacturer; investigation is in progress. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep spare batteries available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00773 and 3007042319-2015-00774) submitted for devices related to the same event.

Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00773 and 3007042319-2015-00774) submitted for devices related to the same event.